Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lobectomy, the staple remained jammed in shut position. The device stapled but did not cut. The procedure was converted to an open surgery. Additional information was requested from the reporter. Should we receive this information, a supplemental will be sent. No other adverse events were reported.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle and one reload, both opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned devices. Visual inspection of the handle noted that the firing rod was fully extended and bent. Additionally, the tube housing was separated from the rotation collar. Due to the noted damage no functional testing was performed on the handle. Visual examination of the staple cartridge noted that the reload was fully fired and the jaws were open. During functional testing, the reload was loaded into a pmv handle and applied to test media. The interlock was overridden and the reload was cycled without hesitation or binding and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Visual and functional testing of the returned products confirmed the products met quality release specifications that were tested. However, during the investigation, a secondary condition was identified as follows; there was damage observed on the instrument firing rod and tube housing. A review of the device history records indicates each device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the damaged firing rod and tube housing may occur due to over flexure of the reload while attached to the handle. The file will be closed as not confirmed. Should new information become available, the file will be re-opened and reassessed at that time.